Event description:
Procedure: thoracotomy. According to the reporter: the device was fired until the handle locked back. The handle was released to find no staples had been applied. The surgeon immediately used a second device and again no staples were applied. The surgeon then had to oversew. There is a possible leak of the bowels. The pt was prescribed antibiotics. The pt's condition is stable and the sample is being sent for eval.